Manufacturer narrative:
(B)(4). Sample was not returned, however the cause was determined to be due to use error. The customer informed the baxter service representative that the technique they were using to connect the set was incorrect. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of one-link catheter extension sets were causing flow problems. This occurred priming of the device and unknown sets with saline or lactated ringers. The reporter stated that when the extension set was used, the flow was either slowed to a trickle or no flow at all. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: during follow-up contact, the reporter stated that the technique used with the set was wrong, which they discovered when they met with a baxter sales representative (bsr). The reporter stated that since learning the proper technique, they had no further issues with their sets. The device is reported to be unavailable for evaluation. Should additional relevant information become available, a supplemental report will be submitted.